Event description:
Customer called lfs in 5/2002 alleging meter was reading inaccurately erratic. Customer stated there was an incident (date unknown) where customer tested in the morning and obtained a reading of 280 mg/dl. Customer took 22 units of insulin n and 5 units of regular insulin. Customer left the house and about 20 minutes later customer began to feel shaky. Customer tested blood and obtained a reading of 51 mg/dl. Customer then ate candy and drank orange juice and felt better. Customer reported that today customer tested customer's blood and obtained a reading of 143 mg/dl. Customer thought that didn't match how customer felt (low) so customer retested and obtained 78 mg/dl. Customer then tested one more time and obtained 143 mg/dl. These tests were done within 10 minutes with a difference of 32%. The company is replacing the meter for customer.